Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic segmental resection of the left upper lobe, at the time of left upper lobectomy, the tissue was resected with the first reload. The tissue then was clamped with the second reload, as the tissue was thick, it was clamped while moving left and right, and the firing was able to be performed without any problem. When the surgeon tried to connect the third reload, the reload was unable to be connected to the adapter. The surgeon checked the connection part of adapter, and confirmed that the intelligence chip part of the second reload was left in the connection. The chip was removed and the third reload was connected without any problem. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial #unknown); sigpshell, sig power sigpshell control shell (lot#unknown); sigadaptshort, sig power sigadaptshort lin short adapt (serial#(B)(6); sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm (lot#unk) additional information: g1(manufacturer name, MFR contact first name, last name, street 2, MFR city, region, postal code, email and phone number), g2, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and parts of the adapter were available for eva luation. Visual inspection noted the instrument's adapter was broken and the articulation flag was bent. It was reported that the device broke and a component disengaged from the device. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur if the loading unit was forcefully rotated while only partially inserted into the instrument shaft or if trying to remove loading unit without articulation lever being in neutral position. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Shipping wedge printing "do not remove until loaded". Do not attempt to insert or remove the instrument from the trocar sleeve if the instrument is in the articulated position. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.